Event description:
It was reported that stent damage and fracture occurred. An eluvia drug-eluting vascular stent system was selected for use during a superficial femoral artery (sfa) stenting procedure. Sub-intimal percutaneous transluminal angioplasty was performed with unspecified 4mm, 5mm, and 6mm balloons and then stenting of the sfa was performed. The first two eluvia stents (6x120mm) deployed with no issue; the third eluvia stent (7x120mm) appeared to invaginate proximally and then was seen to fracture or unravel in it's mid-section. An additional non-bsc stent was used to treat the fractured stent. No other complications were reported. The patients status is stable.